Event description:
It was reported that the pt was implanted a durom acetabular component on the right side on (B)(6) 2007. The pt was revised on (B)(6) 2013 due to pain and loosening.

Manufacturer narrative:
The MFR did not received devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the info provided. The common clinical presentation suggest that this case might be related to the issues for which zimmer implemented a notification in july 2008. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. (B)(4).